Manufacturer narrative:
Date of submission 11/06/2017 the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the battery compartment was cracked on the side from the threads to the cover. Corrosion was found in the battery compartment. The pump was unresponsive. Upon battery insertion, no vibratory or auditory alarms were emitted, and there was a blank display. A leak was found in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.